Event description:
Procedure type: sigmoid resection. According to the reporter: after firing the instrument, the knife did cut the tissue, but the staples did not form properly. Bowel material was found in the abdomen and required rinsing. The surgeon hand sew the anastomosis to complete the procedure.